Event description:
The customer reported that the left screen was blacking out during a procedure. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply voltage was adjusted. The system was tested and found to be operating as intended.